Event description:
A malfunction was reported with a malf 1 code on a pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a multiple daily injection method as a backup, and technical support arranged for a replacement pump to be sent. The caller was provided with instructions on how to put the pump into storage mode and was informed of the steps to take upon receiving the replacement. The customer agreed to return the faulty pump using a pre-paid label within 10 days.